Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the pinhole in the adhesive around the objective lens is traced to component failure due to degradation. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of the event is unknown. Additional information will be provided if available.

Event description:
The customer returned the duodenovideoscope for an annual preventative maintenance, with no reported complaint. However, during the evaluation of the device, a pinhole in the adhesive of the distal end objective lens was observed. There was no patient involvement.